Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under and around the sensor adhesive. Sensor was inserted at abdomen on (B)(6) 2015. Patient described the skin reaction as a huge, red, welt mark that leaks yellow fluid. Patient reported that the skin reaction resembles chicken pox. Patient treats the affected area with cortisone cream, prescribed by physician on (B)(6) 2015. Additionally, patient also treats the affected area with neosporin. No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).